Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that a chest x-ray showed this cardiac resynchronization therapy defibrillator (crt-d) had been twiddled. A couple of days later, the patient had a cardioversion. At that time, atrial capture was unable to be confirmed. There were high right ventricular (rv) lead and left ventricular (lv) lead thresholds. Three days after that, the patient had a syncopal episode. A chest x-ray was performed which indicated that the right atrial (ra) lead had dislodged. At this time, no intervention has taken place. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that an invasive procedure was performed. The device was confirmed to have been twiddled. The right atrial (ra) and right ventricular (rv) leads were dislodged and in the pocket. They were both explanted. The device remains in service. No adverse patient effects were reported.